Event description:
It was reported that the communicator had a red call doctor icon appear for the patient with this right ventricular (rv) lead. Reports showed that the lead exhibited high out of range shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that while the patient was walking their dog, lightning struck near them. The patient went into an arrhythmia. A shock was delivered, which converted the arrhythmia, but code 1005 was triggered. The code indicates an open circuit condition during shock delivery. Technical services (ts) also noted that there was t-wave oversensing. Ts suggested lead replacement. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the communicator had a red call doctor icon appear for the patient with this right ventricular (rv) lead. Reports showed that the lead exhibited high out of range shock impedance. The lead remains in use. No adverse patient effects were reported.